Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: unknown, product type :programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Caller states the ins does not work and has not worked since feb, mar or apr. Caller states she is not getting a relief from the ins and charging the controller takes a day and charging the ins takes another day. Caller states when she would try to adjust with the controller it would not adjust so she thinks the leads are messed up. Caller mentioned group a works but b does not work. Lastly she mentioned the controller makes a clicking noise when she tries to adjust. Caller states all of this started in feb, mar or apr of this year. Caller was redirected to the healthcare provider (hcp).